Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported air bubbles. The customer reported no adverse event. The event involved product(s) mmt-342. Troubleshooting was partially performed and it was unknown whether air bubbles were removed or not. No harm requiring medical intervention was reported. Mmt-342 was requested and customer response was the device will be returned.

Manufacturer narrative:
Evaluated 1 open/used reservoir (0.5 of liquid inside barrel) transfer guard not returned. Performed pre-fill test (appendix c) using a new lab transfer guard; found no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus test procedure (appendix c); according to dop114-811doc. Conclusion: the reservoir passed the inspection; no air bubble anomalies were detected during the pre-fill test. In the bolus test, no air bubbles were found at the end of the test. Unable to confirm the customer's complaint of 'liquid inside' could not be confirmed "before use"; it already had an unknown liquid inside (0.5ml). Evaluated 1 open/used reservoir. The customer's complaint cannot be confirmed, as the product with its original packaging was not returned because it was open/used. However, a visual inspection test was performed using appendix d, found fluid mentioned by customer; unknown substance inside. Also performed pre-fill test (appendix c) found no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus test procedure (appendix c); according to dop114-811doc. Per dop114-811doc. Conclusion: the reservoir passed the inspection; no air bubble anomalies were detected during the pre-fill test. In the bolus test, no air bubbles were found at the end of the test. The reservoir failed per visual inspection; found unknown liquid inside. Product open/used. Evaluated 1 open/used reservoir. The customer's complaint cannot be confirmed, as the product with its original packaging was not returned because it was open/used. However, a visual inspection test was performed using appendix d, found no fluid mentioned by customer. Also performed pre-fill test (appendix c) using a new lab transfer guard; found no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus test procedure (appendix c); according to dop114-811doc. Per dop114-811doc. Conclusion: the reservoir passed the inspection; no air bubble anomalies were detected during the pre-fill test. In the bolus test, no air bubbles were found at the end of the test. The reservoir passed per visual inspection, no liquid inside. Evaluated 1 seal reservoir. A visual inspection test was performed using appendix d, found fluid mentioned by customer is the lubricant applied during manufacturing: with excessive spray of lubricant. Also performed pre-fill test (appendix c) using a new lab transfer guard; found no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus test procedure (appendix c); according to dop114-811doc. Per dop114-811doc. Per dop114-811doc. Conclusion: conclusion: the reservoir passed the inspection; no air bubble anomalies were detected during the pre-fill test. In the bolus test, no air bubbles were found at the end of the test. The reservoir failed per visual inspection; found excessive spray of lubricant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.